Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an infusion of propofol 2mcg/kg/min was started as the patient was being weaned off of midazolam 4mg/hr drip. The medication was verified and loaded onto the pump and the tubing was clamped. The device was started as ordered and the clamp released. The nurse needed to change the tubing on fentanyl (rate of 300mcg/hr) and had completed priming the line. The rn then checked the monitor and noted that the systolic blood pressure (sbp) was around 87mmhg. The rn suspected that the patient was sensitive to propofol and immediately paused midazolam, fentanyl, and propofol drip. Sbp increased but dropped once again. The rn noticed that the propofol bottle was empty, the medication was just below the drip chamber, and continuing down the tubing. The roller clamp was quickly engaged by the rn. Additional medical intervention was provided, patient was given a titrating dose of levophed, which was started at 5mcg/min. The following were the total amount of medications infused to the patient from 1300 to 1800: propofol total of 943mcg; midazolam total of 10.5mg; and fentanyl total of 1,381mcg.

Event description:
It was reported that an infusion of propofol 2mcg/kg/min was started as the patient was being weaned off of midazolam 4mg/hr drip. The medication was verified and loaded onto the pump and the tubing was clamped. The device was started as ordered and the clamp released. The nurse needed to change the tubing on fentanyl (rate of 300mcg/hr) and had completed priming the line. The rn then checked the monitor and noted that the systolic blood pressure (sbp) was around 87mmhg. The rn suspected that the patient was sensitive to propofol and immediately paused midazolam, fentanyl, and propofol drip. Sbp increased but dropped once again. The rn noticed that the propofol bottle was empty, the medication was just below the drip chamber, and continuing down the tubing. The roller clamp was quickly engaged by the rn. Additional medical intervention was provided, patient was given a titrating dose of levophed, which was started at 5mcg/min. The following were the total amount of medications infused to the patient from 1300 to 1800: propofol total of 943mcg; midazolam total of 10.5mg; and fentanyl total of 1,381mcg. Customer advocacy received a copy of the customer's sus voluntary event report on 23nov2020 from the FDA which states, patient received almost whole bottle of propofol situation patient to be started on propofol while being weaned off midazolam propofol verified by second rn vs the order and placed in the pump medication tubing was clamped until verified, then the pump was started as ordered, clamp released needed to change tubing on patient's fentanyl, had just completed priming the line when noted sbp was ~87 on the monitor made a statement to second rn regarding the bp and that patient appeared to be very sensitive to the propofol, immediately paused the midazolam, fentanyl, and propofol to see how well he would rebound patient looked like he may rebound as sbp went to 89, but then he started to decrease again had a third rn at nurse's station get the md that was when second rn saw that the propofol bottle was empty at that point, the propofol was just below the drip chamber, and saw that even while paused, the medication continued to go down the tubing quickly clamped it with the roll clamp tube feeds held, patient placed in trendelenburg md ordered norepinephrine to start at 2 mcg/min and titrate accordingly background/risk factor covid-19 + patient, history of hypertension assessment initially tube feeds held, placed in trendelenburg, norepinephrine started at 2 mcg/min, midazolam and propofol off, patient responded appropriately vss with bp 112/59 mmhg, hr 65 bpm, sp02 95%, continued vent settings fentanyl restarted at 275 mcg/hr after titration settled, patient on fentanyl 300 mcg/hr and norepinephrine 3 mcg/min, to continue regimen per team response/interventions patient responded well vss, labs drawn for triglycerides/hepatic function pharmacist, md, ICU team, charge nurse, rt all notified and at door/entryway during episode pump cleaned in ante room, bagged, and sequestered in head nurse manager's office FDA safety report ID# (B)(4)"

Manufacturer narrative:
Additional information: d.11 & g3. The report of a propofol overinfusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log shows that the device only infused for approximately 3 minutes and 40 seconds with a 0.054ml recorded as being infused. A review of the pump module error log found no errors during the time of the reported event. Functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set (model 2260-0500) and there were no leaks observed from the set. The source disposable set (model 2260-0500) was evaluated for concentricity and was found to be within specification. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. The device was being used for treatment. The root cause of the reported propofol overinfusion was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 20 november 2018 . A review of the device service history record was performed beginning from the date of manufacture to the present date 30 july 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that an infusion of propofol 2mcg/kg/min was started as the patient was being weaned off of midazolam 4mg/hr drip. The medication was verified and loaded onto the pump and the tubing was clamped. The device was started as ordered and the clamp released. The nurse needed to change the tubing on fentanyl (rate of 300mcg/hr) and had completed priming the line. The rn then checked the monitor and noted that the systolic blood pressure (sbp) was around 87mmhg. The rn suspected that the patient was sensitive to propofol and immediately paused midazolam, fentanyl, and propofol drip. Sbp increased but dropped once again. The rn noticed that the propofol bottle was empty, the medication was just below the drip chamber, and continuing down the tubing. The roller clamp was quickly engaged by the rn. Additional medical intervention was provided, patient was given a titrating dose of levophed, which was started at 5mcg/min. The following were the total amount of medications infused to the patient from 1300 to 1800: propofol total of 943mcg; midazolam total of 10.5mg; and fentanyl total of 1,381mcg.